Event description:
The customer reported an issue with the t: slim x2 pump battery, which was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging using the original charging supplies, and no further assistance was required.